Manufacturer narrative:
Reference MFR. Complaint k96-11-27-254. Foley catheters are indicated for indwelling catheterization of the bladder. A foley used as a jejunum feeding tube is a misuse of the device. Code 81 and 68= foley catheters were tested in vitro, in a manner similar to the situation the customer described. The catheters were left in place 12 hours. At the end of that time the balloons were emptied while under vacuum. Only the amount of water instilled in the balloons was withdrawn. No excess air or water was found. Actual complaint sample and lot/product info was unk. Should add'l info become available the investigation will be reopened.

Event description:
Customer reported two instances where balloon overinflated while being used as a jejunostomy feeding tube. Foley was inserted and inflated with 3cc of saline. On 10/31 pt began vomiting. Found foley had inflated with 30cc of air and was obstructing bowel on 11/11, pt began vomiting again. Foley was checked; had 3cc of saline and 18cc of air obstruction resolved; pt is doing well.